Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for follow-up, patient informed physician about having syncopal event approximately five weeks prior to visit. Patient had only scrapes and bruises during the event and did not seek medical care. Device was interrogated during visit and no anomaly was found. No resolution was planned.